Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor did not pair with the ilet due to use of an incorrect sensor pairing code, and successful pairing occurred after the correct code was provided and settings were toggled. Symptoms included no clinical effects reported. Outcomes included restored cgm pairing and continued monitoring as advised. Investigation included review of engineering logs and guided troubleshooting. Investigation of this case revealed an operator error related to entering an incorrect pairing code, with the cgm communication restored after correction; no device hardware or software malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.